Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that blade detachment occurred. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a stenosed fistula. During the procedure, upon expansion. It was noted that the cutting edge was detached from the balloon under pressure 8. The balloon was slowly retracted into the sheath and completely withdrawn from the patient. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Event description:
It was reported that blade detachment occurred. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a stenosed fistula. During the procedure, upon expansion. It was noted that the cutting edge was detached from the balloon under pressure 8. The balloon was slowly retracted into the sheath and completely withdrawn from the patient. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in the 60% tortuous and 80% calcified lesion. The device was not used in a placed stent. The detached blade was removed from the patient.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).